Event description:
When nurse removed IV set from packaging, insertion spike fell to the floor. The spike was not attached to the tubing. No patient was involved. No additional information is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated a follow-up report will be submitted. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code, 2c6750h for the reported issue. CAPA was initiated on 08/02/2005 for the reported issue.